Event description:
It was reported that when the device was turned on it beeped and the screen was blank. After the device was opened it was noticed that there was a burnt component (c67) on the power supply board. There was no patient involvement during the event.

Manufacturer narrative:
The customer¿s stated issue of the pcu not powering on when turned on and beeping with a blank screen was confirmed. Inspection: the received power supply board pn: tc10006929, (pcb sn: (B)(6), rev:05) was observed to have significant thermal damage on c67. There was no other contamination observed on the pcb. Log analysis: n/a, no devices were received for this investigation, only the power supply board. The received power supply board was connected to a cad pcu test fixture and plugged into ac. The green ac led indicator illuminated on the front cover. When the power on button was pressed on the keypad, the pcu alarmed with watchdog. The screen remained off and the device did not power on. The fuse was not blown on the power supply board. Capacitor c67, that was thermally damaged, was removed from the board; however, when attempting to power on the device a second time, a short occurred in a layer below the surface on the pcb near c61, which led to the fuse opening and further thermal damage on the pcb near c61. The proximate cause of the reported failure was identified as a thermally damaged capacitor c67 on the power supply board. Device history : review of the s/n (B)(6) service history record showed that the device was manufactured on 10/22/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 07/03/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that when the device was turned on it beeped and the screen was blank. After the device was opened it was noticed that there was a burnt component (c67) on the power supply board. There is no further information available.